Event description:
It was reported that in the theatre, the peel away sheath split prematurely during insertion into the patient's subclavian vein. As a result, a new kit was used to successfully complete the procedure. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
A sample will not be returned for eval.